Event description:
Patient's legal counsel reported patient underwent left hip arthroplasty surgery on (B)(6) 2002. Legal counsel further reports patient underwent a revision procedure on (B)(6) 2003 due to allegations of pain, disability, disfigurement and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2014-04158 / 2016-01495 / 2016-01496 / 2016-01498). Not returned by attorney.

Event description:
Patient's legal counsel reported patient underwent left hip arthroplasty surgery on (B)(6) 2002. Legal counsel further reports patient underwent a revision procedure on (B)(6) 2003 due to allegations of pain, disability, disfigurement and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. It was reported that patient underwent an initial right hip arthroplasty on (B)(6) 2000. Patient underwent initial left hip arthroplasty on (B)(6) 2001. Information in operative notes reported that patient underwent a revision procedure on (B)(6) 2002 due to pain, recurrent dislocations, loosening, osteolysis, granulation tissue, inflammatory reaction, granuloma removal and tissue debridement. During the procedure, the modular head and femoral stem were removed and replaced. It was noted during the revision that the hip was already dislocated.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 9 MDR's filed for the same patient (reference 1825034-2014-04158 and 2016-01495 / 01496 / 01498 / 02044 / 02045 / 02046 / 02048 / 02051).

Event description:
It was reported in operative notes received that patient underwent a left hip revision procedure twenty-nine (29) days post-implantation due to dislocation. During the procedure, a hematoma, scar tissue and reactive tissue were noted. The modular head was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿